Event description:
Device explanted due to pocket infection. Pt will be re-implanted once infection is cleared.

Event description:
Device explanted due to pocket infection. Patient will be re-implanted once infection is cleared.